Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was 148 mg/dl. The customer stated that her cannula broke off and it stayed in her body because she can only see the smart part of it sticking out. The customer stated that there was also a lost sensor alert but declined to troubleshoot. The customer was advised that a possible cannula got retracted inside sensor's base causing lost sensor alert. The customer stated that her site looked normal. The customer was advised to keep monitoring and contact her health care provider if needed. The customer will try retracting back that cannula to see if a piece actually broke off and stayed in her body. The customer was advised to contact her health care provider.